Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated h6: evaluation conclusion codes.

Event description:
It was reported that after the implant surgery of this artificial urinary sphincter (aus) the physician noted swelling, inflammation and edema in the patient's scrotum; therefore, he decided to wait more time to activate the device as a precaution. Later, when activating the aus, the physician had trouble pumping it. Troubleshooting was attempted to no avail. A revision surgery was performed during which a fluid leak and air in the device was noted; however, the source of the fluid leak could not be identified. The balloon and the pump were removed and replaced and post operatively the patient was treated with antibiotics. No additional patient complications were reported.

Event description:
It was reported that after the implant surgery of this artificial urinary sphincter (aus) the physician noted swelling, inflammation and edema in the patient's scrotum; therefore, he decided to wait more time to activate the device as a precaution. Later, when activating the aus, the physician had trouble pumping it. Troubleshooting was attempted to no avail. A revision surgery was performed during which a fluid leak and air in the device was noted; however, the source of the fluid leak could not be identified. The balloon and the pump were removed and replaced and post operatively the patient was treated with antibiotics. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.